Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to confirm the low reservoir alarm and low battery alarm due to the unresponsive buttons. The device had minor scratched display window, cracked reservoir tube and cracked reservoir tube lip. No moisture damage noted on the electronic or motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was frequently alarming, and upon changing the battery, the buttons on the pump were not working. The customer's blood glucose was 111 mg/dl. The customer stated that the insulin pump was exposed to perspiration. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.